Event description:
The account alleged the bed exit is too quiet. No injury reported.

Manufacturer narrative:
The technician found the bed exit could not be heard outside of the pt's room and the volume cannot be adjusted. No further info is available on the repair of the bed at this time.